Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured december 5, 2014 to december 8, 2014. The device was returned for evaluation. A visual inspection on the unit noted white particulate matter, approximately 1.98 mm in length, in the fluid of the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign particle in the balloon of a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.